Event description:
Complaint received from baxter sales rep. Rep reports the tubing entering the y-junction pulled out. No reported patient injury or medical intervention. No additional information available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05 2007.a request for the return of the device has been made. Should the reported device be returned and evaluated, a follow up report will be submitted.